Event description:
The customer reported that the pump was alarming for air in line during a lipids infusion. The nurse cleared the air and upon reloading the tubing into the pump, the silicone segment separated from the upper fitment. There was reportedly no stretching, pulling or other difficulty associated with the separation. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Concomitant medical products: baxter, 500ml IV bag of intralipid 20% lot: 10hb3210 exp: january 2016; therapy date: (B)(6) 2015. Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s complaint that the silicone segment separated from the upper fitment was confirmed. Visual inspection revealed that the silicone segment was completely separated from the upper fitment. The expected retainer ring for the upper fitment and silicone segment connection was received. No crush marks were observed on the upper fitment. The separated silicone was manually reassembled and fully reseated by hand. Functional testing was performed; the set flowed freely without any leaks or issues observed. The set was pressure tested; there were no signs of leaks or separation from the silicone segment during testing. Dimensional testing was performed and the sample measurements were within specification. The root cause of the silicone segment separating from the upper fitment was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.